Manufacturer narrative:
Product event summary: performance data collected from the lead was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) defibrillation coil was beyond the expected upper range. The rv defibrillation impedance was steady at 68 ohms through (B)(4) 2015; it rises out of range starting (B)(4) 2015. Analysis of the device memory indicated the impedance on the superior vena cava (svc) defibrillation coil was beyond the expected upper range. The svc defibrillation impedance was steady at 80 ohms through (B)(4) 2015; it started rising out of range on (B)(4) 2015. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. The rv pacing impedance steadily was steadily rising from 2400 to 2900 ohms between (B)(4) 2014 and (B)(4) 2015. On (B)(4) 2015, the rv pacing impedance jumps to 3300 ohms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Concomitant product: d154awg ICD, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced due to a suspected fracture as evidenced by high impedance and high pacing capture threshold. No patient complications have been reported as a result of this event.